Manufacturer narrative:
No additional information forthcoming. A sample evaluation was not performed as no product was returned. Manufacturing records could not be reviewed as no lot numbers or dates of surgery were provided. The available information was reviewed. Based on the information provided, there is insufficient evidence to determine the cause of the presence of fragments of undegraded bioglue. The following information was not provided and is unknown: the date of the procedure, the amount of time between bioglue application and reoperation, the amount of bioglue applied, if the syringe had been primed according to the instructions for use, the condition of the native tissue, or if any other products were used during the procedure. Explanted tissue was not available for pathological evaluation. Per the instructions for use, bioglue degrades via proteolysis; it can be slow to resorb dependent on the quantity of adhesive applied and vascularity of the target tissue. There is insufficient information to determine the cause of the presence of fragments of undegraded bioglue. Based on the limited information available, no definitive conclusion can be made. Per the instructions for use, bioglue degrades via proteolysis; it can be slow to resorb dependent on the quantity of adhesive applied and vascularity of the target tissue. No action required. This event was reviewed. The reported product was not returned to artivion for investigation. A device history record (DHR) review was not performed since the lot number is unknown. There is insufficient information to determine the cause of the presence of fragments of undegraded bioglue. Based on the limited information available, no definitive conclusion can be made. Per the instructions for use, bioglue degrades via proteolysis; it can be slow to resorb dependent on the quantity of adhesive applied and vascularity of the target tissue. The reported event will continue to be monitored for trends. Risk has been reduced as low as possible and overall residual risk is acceptable. A definitive root cause for the reported event could not be determined. The instructions for use note bioglue degrades via proteolysis; it can be slow to resorb dependent on the quantity of adhesive applied and vascularity of the target tissue. There is no indication that an error or deficiency occurred at artivion, previously cryolife/jotec; and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. No actions are required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification from (B)(6). Post market vigilance team on (B)(6) 2025, "aortic root replacement was performed while preserving the aortic valve. When the excised aortic wall was examined by a pathologist, it was found that the bioglue had not decomposed in some parts, and the tissue was in an abnormal state. We attempted to obtain information such as the lot number of the bioglue used, the method of use, and the procedures followed, but we were unable to get any responses beyond what is stated."